Event description:
It was reported that during a pulse generator upgrade procedure, the physician was unable to remove the atrial lead from the device header. The set screw was removed from the device and a lead removal tool was employed to successfully remove the lead from the header. The pulse generator was explanted and replaced. The patient was doing well post procedure and would be monitored with routine follow up.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead into the atrial port of the pulse generator and the lead insertion force used to insert the lead was out of specification.